Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
The merge hemodynamic recording system is used to monitor and record o2 saturation while performing cardiac catheterization procedures. It was reported that the spo2 value display was freezing on the hemo monitor. If pulse rate is measured from the spo2 values, then pulse rate display also freezes, which causes the hemo monitor to display stale data